Event description:
Resident of skilled nursing facility was being lifted with an ez stand when stand broke in 1/2. Resident fell to the floor hitting his head. Resident evaluated at facility with minor injuries. Resident sent to ER for further evaluation due to head injury. Scans indicated no additional injuries were sustained and resident returned to the skilled nursing facility. FDA safety report ID# (B)(4).